Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager would not unlock. The field service engineer (fse) observed that the remote manager repeatedly failed and was difficult to close. Further inspection revealed that the latch was old and worn out. The fse replaced the latch and realigned the hasp. The customer was asked to log in and verify functionality, and the customer confirmed that everything was working correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed refrigerator remote manager failed to unlock and open the unit. At times, the device produced a clicked sound as if it were attempted to unlock, but the door does not open. On other occasions, no clicked sound was heard, and the unit remained locked. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.